Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that while the image was intact, there was no light emitting from the light guide lens. This is attributed to the entire light guide bundle being broken. Other observations for the device: angulation in the up direction is out of standards due to the worn angle-wire; there is gap on the distal end rubber coating (a-rubber) adhesive; and insertion tube and universal cord are deformed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of image noise observed while checking device during preparation for use. There is no patient involvement and no harm to the patient of the intended procedure. The intended diagnostic procedure was completed with another similar device without any delay. Upon evaluation of the returned device, it was observed that while the image was intact, there was no light emitting from the light guide lens. This is attributed to the entire light guide bundle being broken. This medwatch is being submitted for the reportable issue of no light emitting from the light guide lens as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the light guild failure was damage to the lg-bundle in the cable tube by stress that was applied to the cable tube. Olympus will continue to monitor field performance for this device.